Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. Any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Referenced manufacturer file #(B)(4).

Event description:
Customer states that they had a fall related to one of our chair sensors. They contacted us via e-mail. Customer wrote we had a patient fall with injury on 5 smythe last month. The patient was in the chair with her chair alarm on, but the alarm did not go off when the patient tried to get up. She had big, hard covered books in the chair sitting on her alarm at the time. Connie and I did some tests of the bed/chair alarms using reams of paper to add weight to see if the alarm would still go off, even with the reams of paper on it. During our tests, they still went off, even with the heavy paper on the alarm. The patient who fell was tiny and only weighed like 30 kg so we wondered if the posey alarms are weight sensitive. Maybe the alarms went off because they knew that I got up since I weigh a lot more than 30 kg and a lot more than the reams of paper. But the alarm didn't go off when she got up because she didn't weigh a whole lot more than her books. We do not have any further information yet and no gtin, the date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
H3: other 81. After multiple attempts, the product was not returned for analysis. Confirmation of customer's complaint and the root cause could not be determined. Based on previous complaint investigations of no sound or product not sounding when it should, can be speculated that a damaged rj11 clip or folds and creases on the sensor, may have contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states. If the alarm and/or sensor pad do not function properly, remove the alarm and sensor pad from service and replace them with a properly functioning alarm and/or sensor pad. Do not use the alarm or sensor pad if it does not activate each time weight is removed from the sensor pad.." Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4). H3 other text : product not returned.

Event description:
Supplemental report needed for additional information.